Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) on (B)(6) 2020 regarding a patient receiving hydromorphone (35mg/ml at 15.37mg/day) via an implanted infusion pump. It was reported that on (B)(6) 2020, the pump was refilled with the wrong drug. The pump reservoir was emptied on (B)(6) 2020 and planned to refill the pump with the correct drug on (B)(6) 2020. The correct drug was believed to be fentanyl. The pump reservoir was empty at the time of report. The hcp made no comment on the patient's therapy.